Event description:
It was reported that the patient's pump was "not functioning correctly". The pump was replaced.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient lives in altitude and it was questioned if altitude can affect a battery. This happened with his pump and he had to get it replaced earlier.

Manufacturer narrative:
(B) (4).